Manufacturer narrative:
Citation: chhatriwalla et al. 1-year outcomes following bioprosthetic valve fracture to facilitate valve-in-valve transcatheter aortic valve replacement. Structural heart. 2021, volume 5, issue 3, pages 312-318. Https://doi.org/10.1080/24748706.2021.1895456. Published online: 21 apr 2021 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes following bioprosthetic valve fracture with a high-pressure balloon inflation to better facilitate valve-in-valve transcatheter aortic valve replacement (viv-tavr). All data were collected from 11 between march 2016 and october 2019. The study population included 139 patients (mean age 72.8 years, mean gender not provided). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 38 were implanted with a medtronic mosaic bioprosthetic surgical valve and 77 received a corevalve bioprosthetic transcatheter valve for the viv-tavr. No unique device identifier numbers were provided for the valves. Among all patients, three deaths (2.3% ) occurred within 30 days and eight deaths (8.7% ) occurred at 1-year follow-up. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all surgical valve patients, adverse events requiring viv-tavr were stenosis, regurgitation, or both. Among all transcatheter valve patients, adverse events included: post-procedure gradient >20 mmhg, severe aortic regurgitation, stroke, septal/annular rupture, cardiac arrest, and coronary obstruction. Based on the available information medtronic product were associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.